Event description:
Outside of a patient's body a v-18 wire bent, resulting in a loss of support when inserted into ansel sheath for peripheral angiongram.what was the original intended procedure?peripheral angiogram and pta intervention.